Event description:
During a gastrectomy procedure, the device outside staple line had staple malformed at 1st firing ( open shape). Another device was used to complete the case. There was no adverse consequence to the patient.